Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device wasn't working, no heat in the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on 04/03/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of charred material was present on the heater wire. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation was observed to be intact. The black shaft was observed to be split in the middle of the shaft, exposing the white wires inside the shaft. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance test was not conducted due to the break in the shaft. Based on the returned condition of the device, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "break; shaft ". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device wasn't working, no heat in the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.